Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, right ventricular lead noise was observed from non-sustained right ventricular oversensing episodes. No intervention to resolve the issue was suggested. The patient will be followed normally. The patient condition is stable before, during, and after the event.